Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: (B)(6). H3 - device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported originally, during an angiography of the lower leg, a flexor ansel guiding sheath's hub separated upon removal of the device from the patient. Access was obtained through the femoral artery to target the popliteal artery and no resistance was felt during insertion. Upon removal of the sheath, via the hub, resistance was not felt, however, the hub separated. The remaining sheath was removed by hand from the patient. An unspecified wire guide was in the lumen of the sheath when separation occurred, however the dilator was not. The procedure had already been successfully completed with the device in question. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Upon return and initial evaluation of the complaint device, the sheath material separated at the level of the hub.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported originally, during an angiography of the lower leg, a flexor ansel guiding sheath's hub separated upon removal of the device from the patient. Access was obtained through the femoral artery to target the popliteal artery and no resistance was felt during insertion. Upon removal of the sheath, via the hub, resistance was not felt, however, the hub separated. The remaining sheath was removed by hand from the patient. An unspecified wire guide was in the lumen of the sheath when separation occurred, however the dilator was not. The procedure had already been successfully completed with the device in question. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Upon return and initial evaluation of the complaint device, the sheath material separated at the level of the hub. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A dimensional verification and a visual inspection were conducted as well. The complaint device was returned to cook for investigation. The returned device confirmed the breakage. The proximal end of the sheath (flare) remained inside the hub, the inner coil was exposed and protruding from the proximal end point of the separation. From the distal tip of the sheath to point of the break was 89.4 cm. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿¿remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned product, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded failure to follow instructions contributed to this incident. The sheath hub was used to pull the device from the patient and the dilator was not inserted to lessen the risk of sheath material or hub separation upon withdrawal. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.